Event description:
The doctor reports an allergic reaction six days after the placement of the implant in dental position number #33 and the implant was removed. The procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided. D4: unique identifier (UDI) number: not available. H4: device manufacturer date: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt3211, (osseotite tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation was performed, the implants had signs of use, there was debris on its internal and external threads and markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2018061735. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018061735 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.